Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high impedance. Ra lead was caped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a fracture. The ra lead is planned to be replaced and remains in use. No patient complications have been reported as a result of this event.